Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged visualization of black particles being expelled from the device and lung cancer. Medical intervention was not specified. The device was returned to a third-party service center for investigation. The third-party service center found the unit had evidence of foam degradation and confirmed there were foam particles present. In addition to the above findings, it was also determined that the anti-slip mount is missing and there is also a presence of multiple contaminants that are not consistent with degraded sound abatement foam.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles expelled from device also patient alleged to have lung cancer. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The device was returned to a third-party service center for investigation. In addition, further evaluation was completed at the product investigation lab (pil). Black particles were observed, consistent with sound abatement foam and a musty odor. Pieces of sound abatement foam were found in the 22 mm tube, blower box and outside of the bottom of the blower box, on the blower motor, inside the blower motor, inside the bottom of the enclosure, and at the air output port. Unrelated to the degraded sound abatement foam particles found, the product investigation lab identified the presence of multiple contaminants. The following were observed during the evaluation; 1) dust-like contamination at the air inlet, on the system board, in the blower box, and throughout the inside enclosure. 2)corrosion contamination was found on the direct current (dc) jack of the system board. 3)tiny fibers/hairs were found at the air inlet and inside the bottom of the blower box. The pil was able to confirm the complaint of foam degradation however review of the complaint information and investigation provided by a philip's clinical specialist found no indication of a causal relationship between the device and the reported symptoms.

Manufacturer narrative:
The device was returned to a third-party service center for investigation. In addition, further evaluation was completed at the product investigation lab (pil). Black particles were observed, consistent with sound abatement foam and a musty odor. Pieces of sound abatement foam were found in the 22 mm tube, blower box and outside of the bottom of the blower box, on the blower motor, inside the blower motor, inside the bottom of the enclosure, and at the air output port. Unrelated to the degraded sound abatement foam particles found, the product investigation lab identified the presence of multiple contaminants. The following were observed during the evaluation; 1) dust-like contamination at the air inlet, on the system board, in the blower box, and throughout the inside enclosure. 2)corrosion contamination was found on the direct current (dc) jack of the system board. 3)tiny fibers/hairs were found at the air inlet and inside the bottom of the blower box. The pil was able to confirm the complaint of foam degradation however review of the complaint information and investigation provided by a philip's clinical specialist found no indication of a causal relationship between the device and the reported symptoms.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles expelled from device also patient alleged to have lung cancer. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In the previous report, the model number, catalog number, and the serial number was not available. Since the creation of the previous report, this information has become available and referenced on this report. In this report, the device name and the 510k number, bzd, and common device name is mentioned, which was omitted on the following report.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles expelled from device also patient alleged to have lung cancer. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In the previous report, the model number, catalog number, and the serial number was not available. Since the creation of the previous report, this information has become available and referenced on this report.